Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported the patient experienced increased spasticity. A partial explant and revision occurred where the proximal portion was explanted, and the distal portion remained in the patient but was not in use. Aspiration of the catheter was not possible intraoperatively, and a catheter occlusion was identified. As a result, the catheter was revised. It was noted that the patient was ¿alive ¿ no injury.¿ the pump was used to deliver baclofen. Additional information has been requested, but had not been received as of the date of this report. Additional information later reported the location of the occlusion was not determined.